Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they think they still need some adjustments and reported they are not getting a 50% reduction in symptoms. Patient stated they have never got a 50% reduction in symptoms since they got the implant. Patient reported last time they saw the representative (rep) a few months ago (patient confirmed no rep awareness of therapy issue) they changed their program and added some "stuff" to it and since they did that about 3-4 months ago, they told patient what to do and patient went down one more but there are no more programs on there and stated they think they still need some adjustments. Patient clarified they think reps made therapy adjustments in (B)(6) and added more programs at that time and set patient on program b and patient was on program b for maybe 2 months or so and then changed to program c and stated program c is a little bit better but still not 50% so they think more programs may need to be added. Patient inquired about how to meet with rep at clinic. Agent reviewed how to contact medtronic rep and redirected patient to their healthcare provider to coordinate appointment with rep. Patient successfully connected with their implant and reported therapy was off and stated they don't recall turning therapy off. Agent reviewed therapy turns off when patient changes programs and patient stated they think when they changed programs last, they never turned therapy on the new program. Patient successfully turned therapy on during the call and increased stimulation. Patient increased stimulation to a comfortable level. Patient mentioned when moving a little bit, they can "kind of feel it" (patient did not clarify this statement). Patient stated feeling stimulation in their groin area. Patient stated they think they were not getting as much therapy as they needed because therapy was off and they did not know it was off. Patient will maintain stimulation level now that therapy has been turned on and will continue to track symptoms. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They called back requesting a manufacturing representative (rep); they had a follow up appointment at 9:50 on (B)(6). Agent reviewed role of rep/role of patient technical services and redirected them to their healthcare provider (hcp). Caller inquired about adjusting settings to address symptoms. Agent offered to walk caller through use and caller confirmed the handset was not charged. Agent reviewed handset charging recommendations. The caller requested compatibility information for EKG/ECG. Agentreviewed information and recommended hcp call if they have questions. Additional information was received from the patient. The patient reported that they had notified their physician about their lack of therapeutic benefit on (B)(6) 2025. They reported that steps that would be taken to resolve the lack of therapeutic benefit were that they needed to get with the two males that they had seen before in clinic. They reported that the therapy was working for them, and that it was working about 25% better. They reported that they had some improvement at this time. They reported that replacement was planned and that the date of the procedure was (B)(6) 2025. (B)(6) 2025 (B)(6) (con): additional information was received from the patient. They called back requesting a manufacturing representative (rep); they had a follow up appointment at 9:50 on (B)(6). Agent reviewed role of rep/role of patient technical services and redirected them to their healthcare provider (hcp). Caller inquired about adjusting settings to address symptoms. Agent offered to walk caller through use and caller confirmed the handset was not charged. Agent reviewed handset charging recommendations. The caller requested compatibility information for EKG/ECG. Agentreviewed information and recommended hcp call if they have questions. (B)(6) 2025 (B)(6) (con): additional information was received from the patient. The patient reported that they had notified their physician about their lack of therapeutic benefit on (B)(6) 2025. They reported that steps that would be taken to resolve the lack of therapeutic benefit were that they needed to get with the two males that they had seen before in clinic. They reported that the therapy was working for them, and that it was working about 25% better. They reported that they had some improvement at this time. They reported that replacement was planned and that the date of the procedure was (B)(6) 2025.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.